Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had repeated no delivery alarms on their insulin pump. Customer has tried changing out their entire set, but the alarm persisted. Customer's blood glucose was unknown. The customer also reported the motor did not appear to not push insulin through the tubing. Customer stated they were able to resolve the alarm with a complete set change at the time of occurrence. The customer will call back when the alarm occurs. No additional information provided.